Event description:
Removal of dental implant. The clinician can not fully screw healing abutment into the implant in place. The clinician removed the implant and closed the osteotomies.

Manufacturer narrative:
The returned implant was not fractured. There was a cover screw not fully seated attached to the implant. The implant was examined using 20x magnification and no thread defects were noted. The cover screw was removed and examined using 20x magnification and no defects were noted. The internal features of the implant were examined using 20x magnification and the guide pin tip of the mating abutment screw was discovered in the guide pin cavity. The guide pin tip had been cut off, apparently by the customer, not sheared: the implant system would not have assembled during packaging if the guide pin fragment was present at that time.